Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer received with no delivery alarms due to an empty reservoir. The blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis. Customer¿s blood glucose was low as 50 mg/dl. Customer declined troubleshooting of the low blood glucose. Customer treated her low blood glucose with food or glucose and doubling the insulin usage. Customer also reported low battery alarm. Customer advised to monitor the insulin pump and call back if issue recurs and revert to back up plan. The insulin pump will not be returned for analysis.